Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) with a description of iol was inserted just fine, but when it was unfolded, there was a scratch across the center of the lens. Lens was removed and a new lens was inserted during initial procedure. No patient harm was reported. Additional information has been requested.